Manufacturer narrative:
Results: the ruby coil was damaged throughout its length, wrapped up, and entangled within itself. The embolization coil was detached from the pusher assembly. Conclusions: evaluation of the returned device revealed that it was damaged throughout its length and wrapped and entangled within itself. This damage was likely incidental and likely occurred during packaging for return to penumbra. Due to the return packaging damage, the root cause of the reported unintentional detachment could not be determined. The second ruby coil and the non-penumbra microcatheter mentioned in the complaint were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00743.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary artery using ruby coils. During the procedure, the physician successfully deployed and detached a couple of ruby coils into the target vessel using a non-penumbra microcatheter. While attempting to advance two new ruby coils through the microcatheter, the physician experienced resistance and subsequently, the ruby coils would not advance through the hub of the microcatheter. It was reported that both ruby coils unintentionally detached as the physician started pushing them through the hub of the microcatheter. Therefore, the physician pulled the detached coils out from the hub of the microcatheter. The procedure was then completed using a smaller sized ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.